Event description:
It was reported that the patient with this right ventricular (rv) lead presented into emergency room due to dizziness. A device check revealed rv non captured in bipolar and it was decided to program unipolar as captured was obtain. Ts was consulted and discussed that a review of latitude revealed rv out of range impedance measurement and a lead safety switch (lss) to unipolar. Additionally, ts noted and event with noise prior to lss and another stored events with oversensing after switch to unipolar sensing. It was also noted the dizziness could be explained due to stored episode with a five to six seconds pause. This lead was repgrogrammed to bipolar sensing. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.